Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's current blood glucose level was unknown at the time of the incident. The customer reported the battery life is shorter than one week and the reservoir connection ring is broken. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. No pump error alarms noted in the insulin pump history file or during testing. No unexpected low battery alerts, replace battery alerts or replace battery now alarms were present in the insulin ump history file or during testing. No broken reservoir tube o-ring or retainer; no anomalies noted to reservoir tube area. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.